Manufacturer narrative:
(B)(4).

Event description:
Pt called to mention that some previous sensors did not work during the grace period. There was no error message, he was just not being shown any values. The current sensor is not in the grace period yet, if it happens again, he will call back.